Event description:
A review of service data detected a reportable problem. During servicing, battery pack (B)(4) had a leaking battery cell. The last pt on use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. Upon eval, the battery back cells were leaking. The root cause for the leaking cells could not be positively identified, but the damage likely resulted from the battery pack impacting a hard a surface. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.